Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced a reddened eye with pain. Additional information received from the consumer indicated that she was examined four days postoperatively and the surgeon noted inflammation of the iris. According to consumer the inflammation was due to the surgery. Her vision was blurred and she could not see properly. She reported that the white part of her eyes was completely red. Additional information was received from the surgeon, who reported the patient was diagnosed with iritis at her one day postoperative visit. She was treated with a combination of dexamethasone/gentamicin eyedrops, cyclopentolate eyedrops and prednisolone eyedrops. No cultures were taken. In the surgeon's opinion, the iol did not cause the event. The surgeon also indicated the use of unapproved viscoelastic during the initial surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).